Event description:
It was reported that during a miles procedure, the device was to be closed at the rectum. The closing trigger broke on the first device. The same happened with the second device. During use with the third stapler, the surgeon could not close the stapler. The surgeon had to amputate the rectum and create a permanent stoma. As a result of the difficulties encountered with this device, the procedure was prolonged 50 minutes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device b: other # = g50m69 (batch #); exp date = 08/10/2015, manufacture date = 9/10/2010, (B)(4). Device c: other # = g5139r (batch #); exp date = 09/13/2015, manufacture date = 10/13/2010, (B)(4): damaged closure trigger. Device a was received with the closing trigger broken and in the opened position, otherwise in good visual condition. The original reload was received loaded in the device with staples present, with the washer uncut and with the knife recessed below cartridge deck. The reload lockout was not engaged; this is correct since the reload still had staples. The ledge of the lockout showed no indentations. The device was tested for functionality with the returned reload, using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. Device b was received in good visual condition and with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. Device c was received with the closing trigger broken and in the opened position, and with a reload loaded on the device. The reload was received with 35 b-formed staples inside the drivers, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with a test reload, using a screw driver as a closing lever. The device fired, cut and formed the staples as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue. A batch record review was performed and no anomalies were found during the manufacturing process.